Event description:
During a follow up, decreased pacing impedance was observed on the right atrial (ra) and right ventricular (rv) channels of the device. The device was reprogrammed to resolve this event. The patient was stable.